Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that post-operatively the patient was unable to move their right leg/foot. The patient was able to feel but not able to move. The manufacturer¿s representative (rep) reported a phone call from the healthcare provider (hcp) indicated the patient¿s left leg was starting to be affected and unable to move. An MRI was performed and there were no signs of compression. No other symptoms were reported. The hcp was going to involve a neurosurgeon to discuss the removal of the system. The outcome was unknown at that time. The rep. Further reported the hcp decided to remove the system that evening and keep the patient in the hospital to observe. The patient¿s stim. Was removed the same day, and the patient regained motion in their feet according to the hcp.